Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had a stuck button alarm. Troubleshooting was performed but the issue was not resolved. The customer did not press a button down for 3 minutes or longer. The pump was not exposed to a change in altitude. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per health care professional instruction and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test and self test. No stuck button alarm noted during the testing. Successfully downloaded history files and traces using thump. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: (B)(4) 2024 04:24:36.000. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found corrosion on the j1/pcba 1 connector. Slight corrosion was also found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Pump error 61 (stuck key alarm) was confirmed according in the formatted history file due to corrosion on the j1/pcba 1 connector. Please see below for pump errors/alarms noted 2 days prior to the event date 15-jan-2024 in the formatted history file. Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2024 12:24:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 12:24:00.000. (B)(6) 2024 04:42:02.000. Pump error 68 alarm was recorded and found in the formatted history file on: (B)(6) 2024 04:34:20.000. (B)(6) 2024 04:35:02.000. Pump error 49 alarm was recorded and found in the formatted history file on: (B)(6) 2024 04:34:20.000. (B)(6) 2024 04:35:02.000. (B)(6) 2024 04:35:15.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2024 04:35:27.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Per r&d engineer, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected since the backup battery was not able to sustain aa battery removal - pump restarted 20 sec after aa was removed - safe shutdown was not activated. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. Pump error 61 (stuck key alarm) was confirmed according in the formatted history file due to corrosion on the j1/pcba 1 connector. During visual inspection, slight corrosion was also found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.